Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. On (B)(6) 2026, the initial result was 2.40 mg/dl. The patient had a new sample collected that gave a normal result, which prompted the customer to repeat the initial sample. On (B)(6) 2026, the sample was repeated and the result was 0.81 mg/dl. The sample was repeated again on another module and the result was 0.8 mg/dl. The result of 0.81 mg/dl was deemed correct.

Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) performed a precision, cell rinse, detergent, and cell blank check, a 21 cup performance check, and mechanical checks successfully. The investigation is ongoing.

Manufacturer narrative:
The qc recovery data provided was within specification. Fibrin strands were visually observed in the sample. The alarm trace did not contain a conspicuous event. The root cause of the event was found to be consistent with pre-analytical sample handling issues. No product problem was identified.